Event description:
End user reported long graph case, administered 1000 units of heparin before case, and flushed side port of emcee sheath throughtout case. Blood clot formed in 5fr sheath and they had to switch sheaths. There was no pt injury. No sample being returned.